Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the maryland bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the maryland bipolar forceps instrument was missing and potentially broke off into the patient.

Event description:
It was reported that after central processing, following a da vinci assisted prostatectomy procedure, the customer observed a part of the pulley cover on the maryland bipolar forceps instrument was missing. The customer indicated a possibility the piece had been left inside the patient. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2016, intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) for additional information. The csr was not present during the procedure and indicated no video of the procedure was available for review. The hospital did not perform x-rays or a CT scan and the patient has not returned experiencing any post-surgical complications related to retaining a foreign object.